Event description:
A report was received that the patient was explanted due to leg paralysis caused by the lead pressing on the patient's spinal cord. The physician believes the paralysis is device related. The patient was reportedly doing well following the procedure, but was still experiencing leg paralysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler), the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.